Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reported to the emergency department after they received multiple shocks. Upon interrogation, it was determined that a lead integrity alert (lia) triggered due to high rate non-sustained episodes and numerous short v-v intervals on the right ventricular (rv) lead. Additionally, lead warnings for high/ undefined pacing impedance and oversensing with noise were observed on the rv lead. A lead fracture due to clavicular crush was confirmed via chest x-ray. The shocks were suspected to be inappropriate. The lead was capped and replaced. No further patient complications have been reported as a result of this event.